Manufacturer narrative:
It was reported that a thulio fiber broke external to a patient. The DHR review confirmed that the suspect fiber was manufactured without variances or deviations. Evaluation of the returned fiber confirmed that the fiber was broken into two pieces. Past complaints were reviewed, and no trend related to thulio fibers breaking was identified. The risk associated with a fiber break is classified as medium. The available evidence suggests the break may have been caused by incorrect user handling of the fiber.

Event description:
Dmta received a report that a fiber broke prior to a procedure. The fiber was external to the patient.